Event description:
Customer reported that the insulin cartridge was difficult to slide in and out, and safety features were activating incorrectly, halting insulin delivery and leading to elevated blood sugar levels. Additionally, the touchscreen and buttons were malfunctioning, causing further difficulty in dosing. Customer declined troubleshooting, and no further action was needed. There was no adverse impact to the customer's blood glucose level.